Event description:
Per the clinic, the patient experienced a performance decrement and pain when using the external processor resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).the device was lost in shipping, as a result, no device analysis will be possible. The device was lost in shipping.

Manufacturer narrative:
It was reported that the device is not available for analysis.this report is filed july 9, 2013. Device not available for analysis.